Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer¿s blood glucose (bg) lowered to 52 mg/dl. Reportedly, the cgm was not being used to monitor bg levels, which made it difficult for the customer to monitor bg levels. Customer addressed low bg levels with juice.